Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01063. It was reported the patient experienced ineffective stimulation. Diagnostic testing revealed several high impedance contacts. Reprogramming was attempted to no avail. X-rays indicated one lead had migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01063. Follow-up identified the patient underwent surgical intervention to explant and replace the leads. Effective stimulation was regained post-operative.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01063. Follow-up identified the physician stated the patient was very active which is why a revision was necessary.